Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a skin reaction while wearing an adc sensor and experienced symptoms described as itching and redness. Customer had contact with a healthcare professional and received unspecified treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing a skin reaction while wearing an adc sensor and experienced symptoms described as itching and redness. Customer had contact with a healthcare professional and received unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no physical damage was observed on the sensor patch. No issues were observed with the adhesive. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The DHR for the libre sensor kit was reviewed. The DHR showed the libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. All pertinent information available to abbott diabetes care has been submitted